Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after implantation of zkb00 intraocular lens (iol) in patient's right eye, the patient experienced double vision, visual disturbance, unexpected post-op refraction, and a mechanical complication of the lens. No information related to the mechanical complication was provided. The lens was explanted. No incision enlargement or vitrectomy required. No other information was reported.

Manufacturer narrative:
Additional information was received on march 18, 2016, stating that when the "mechanical complication" was reported, it was a misunderstanding. The "mechanical complication" was meant to be replaced with "doctor did not like outcome and patient was not happy with the vision." No further information was provided. Device evaluation: the complaint device was returned to the manufacturer for evaluation and visual inspection was performed. The lens was received cut in half, most probably to make explant possible. Considering the condition of the lens, additional analysis is not possible. Manufacturing record review: the manufacturing process record was evaluated and the documentation shows that the production order was manufactured according to specifications. During manufacturing process, all products are subject to cosmetic inspection prior to optical testing. The in-line optical inspection data shows the lens is within power specification. Hence the lens meets the specified cosmetic requirements. There were no non conformances with respect to the manufacturing process. There are no associated nonconformity reports or deviations. (B)(4). Labeling review: the directions for use (dfu) was reviewed which adequately provides warning/precautions related to power calculations, refraction measurements and direction on patient education for visual disturbances. Based on the investigation results, reported complaint was not confirmed and no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.